Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of reset could not be confirmed. The reported event of a telemetry anomaly was confirmed. Final analysis found that the device was unable to communicate due to low battery voltage. Low battery voltage was due to premature depletion from high current consumption consistent with the telemetry anomaly. The cause of the telemetry anomaly and premature depletion was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the bluetooth (ble) circuitry.

Event description:
New information received indicates that the device was unable to be interrogated via inductive telemetry as well as ble. It was also noted the device was in backup mode. The device was explanted and replaced. The patient was in stable condition.